Manufacturer narrative:
The insulin pump had an alarmed button error and had no button response due to flattened dome switch on down arrow button (creased). No moisture damage noted on electronic assembly or on motor. The insulin pump had a scratched display window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 237 mg/dl. Troubleshooting was not performed. The device was returned for analysis.